Event description:
Device used during surgical procedure in 2006. Ivp done in 2007 revealed wire ring matching ring on lap assist hand device inside of pt's abdominal cavity. Assumption made that silicone sleeve on device must have broken or become loose during procedure causing metal ring to remain in the pt's abdomen.